Manufacturer narrative:
The vacuum roughing pump is an external component to the mass spectrometer (ms) instrument. The pump is connected to the ms instrument via tubing. A preliminary visual inspection of the pump revealed that the damage was limited to the components inside the pump's electronics box. Additionally, black residue was found on the outside of the pump. Photographs were taken. The pump was removed from the customer's site and a new pump was installed. The pump has been returned to the vendor in the (B)(4) for evaluation. Waters is awaiting the results of the vendor's investigation. A supplemental report will be provided upon completion of the evaluation. "Initial use of device" was checked. The ms instrument is capital equipment and was new when installed at the customer site.

Event description:
The customer reported a vacuum roughing pump "caught on fire (wasn't total fire but a lot of smoke)." The pump was unplugged. No injuries were reported.